Event description:
After use of the device for a cardiopulmonary bypass procedure, the perfusionist was intermittently transfusing the pt. Suddenly, the entire system 1 went dark. There were no alarms and system was still "plugged in". No other devices in the operating room lost power. The perfusionist reached down and toggled the main power switch and the system did power back on. Later, the power cord was removed from the wall and the system 1 did switch over to battery. The device was not changed out. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
The complaint was confirmed through the data log. Although the testing of all three returned components did not duplicate the reported complaint during lab analysis, the internal switch/breaker contact resistance found is not typical. After the field service representative replaced the components, the unit tested to manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.